Event description:
Leaking container of acecide-c arrived at the loading dock. The container was leaking into the plastic covering. This container was sent via fedex. This is our 3rd leak in 2.5 weeks.